Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was buzzing was when they gave bolus the insulin pump did not deliver. The customer was unable to clear the alarm. The customer's blood glucose level was 215 mg/dl and 224 mg/dl. The insulin pump will not be returned for analysis.